Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Patient sues for payment of eur 4,000 and a declaration of liability for future damages. The manufacturer received information alleging lung tissue damage, severe coughing, nosebleeds, and fear of serious illness. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Despite three good faith effort attempts on 12/2/2024, 12/11/2024 and 12/17/2024 to (B)(6), the device has not yet been returned to the manufacturer for evaluation. If any additional information is received at a later date, a supplemental report will be filed.